Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. During troubleshooting, a new cartridge was loaded and the pump performed as intended. Blood glucose was 200 mg/dl. The customer reportedly wore the pump against their skin. Reportedly, the customer started wearing the pump in the case. Insulin delivery was resumed.